Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics and motor assembly noted. Unable to perform any tests due to blank display.

Event description:
The customer reported via phone call that insulin pump was exposed to water. Customer¿s blood glucose was unknown. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.